Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 2.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, when dilatation was performed in the lesion area, the balloon ruptured at 4atm. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. The device was received in two separate sections. One section consisted of hub/manifold and hypotube. The other section consisted of shaft, balloon, blades, tip and markerbands. A visual and tactile examination on the shaft identified a complete break in the mid shaft of the device, 1080mm distal to the strain relief at the bond between the mid-shaft and the hypotube. The inner core wire was noted to be still attached to the proximal section of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. The balloon was returned unfolded which indicated it had been subjected to positive pressure. Due to the complete shaft break it was not possible to inflate the balloon ,however the balloon material was submerged in water to assess if any bubbles were noted escaping as bubbles demonstrate balloon damage. During this analysis no bubbles were noted, a full visual and microscopic examination of the balloon material identified no damage or any issues that could have contributed to the complaint incident. A visual and microscopic examination on the markerbands/blades/tip identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the shaft was broken outside the patient's body.